Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static at 105 units despite the customer delivering a bolus. Customer reported blood glucose level was 232 (mg/dl). Follow up with the customer confirmed they received an accurate fill estimate after loading a new cartridge onto the pump.